Event description:
Tip of the screwdriver broke during surgery. Broken tip remains inside the implanted screw.patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Dhrs reviewed and no anomalies identified during manufacturing and inspection process.